Event description:
It was reported that an inflatable penile prosthesis (ipp) reservoir was replaced due to the inability to inflate the pump. The physician attempted to inflate the device in office, but was unsuccessful. Once the reservoir was removed during explant, fluid loss from a fold and hole in the reservoir was discovered. It was explained that the hole occurred after implant because of the folded reservoir. The patient status was satisfactory after this surgery.

Event description:
It was reported that an inflatable penile prosthesis (ipp) reservoir was replaced due to the inability to inflate the pump and cylinder herniation. The physician attempted to inflate the device in office, but was unsuccessful. Once the reservoir was removed during explant, fluid loss from a fold and hole in the reservoir was discovered. It was explained that the hole occurred after implant because of the folded reservoir. The patient status was satisfactory after this surgery.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament. However, no leaks were present. Contamination was found inside pump. The pump was not functionally tested due to the contamination. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leak was found. This wear would not affect the functionality of device. Both cylinders were functionally tested and performed within specification. Product analysis was unable to confirm the reported events. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "cause not established" as device analysis was unable to test the pump functionality due to contamination. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Change to h6: evaluation code updated. Upon receipt at our post market quality assurance laboratory,the ams 700 device was evaluated. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament. However, no leaks were present. Contamination was found inside pump. The pump was not functionally tested due to the contamination. The ams 700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leak was found. This wear would not affect the functionality of device. Both cylinders were functionally tested and performed within specification. The ams 700 reservoir was visually inspected. There was a leak in the reservoir shell that was the result of fatigue wear at the corner of a fold; hole was present at corner of a fold. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on this investigation, product analysis was able to confirm the reported events. Reservoir: model- 720185-01, lot sn- (B)(6) , mfg date- 07/21/2017, exp date- 07/10/2019, gtin- (B)(4).

Event description:
It was reported that an inflatable penile prosthesis (ipp) reservoir was replaced due to the inability to inflate the pump and cylinder herniation. The physician attempted to inflate the device in office, but was unsuccessful. Once the reservoir was removed during explant, fluid loss from a fold and hole in the reservoir was discovered. It was explained that the hole occurred after implant because of the folded reservoir. The patient status was satisfactory after this surgery.